Manufacturer narrative:
Mdrs 2517506-2018-00346, 2517506-2018-00347, 2517506-2018-00348, were filed for the same event. Headquarters support center (hsc) reviewed the instrument and patient data. No product non-conformance with the reagent or instrument identified. The event of troponin elevation in the absence of acute myocardial infarction is limited to this patient and does not indicate an issue with the dimension vista instrument or the ctni reagent. The system is operating within specifications. No further evaluation of the device is required.

Event description:
A discordant, elevated cardiac troponin I (ctni) result was obtained on a patient sample on the dimension vista 500 system. The initial result was reported to the physician who questioned the result after the catheterization lab reported no indication of a myocardial infarction (mi). The same sample was repeated on troponin t, non-siemens alternate methodologies at an alternate facility at a later date and results remained elevated but were lower than the initial result. The patient had a cardiac catheterization performed due to the elevated ctni result. The date of the procedure was not provided. There are no reports of adverse health consequences due to the discordant, elevated ctni result or due to the cardiac catheterization.